Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding like been shot') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemic") with blood iron decreased, urinary incontinence ("I pee on myself daily") and dizziness ("pass out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, iron deficiency anaemia, urinary incontinence and dizziness outcome was unknown. The reporter considered dizziness, iron deficiency anaemia, menorrhagia and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event excess menstrual bleeding, anemic, low iron and pass out were added,. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m having my hysterectomy on (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("I pee on myself daily"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following one was reported from social media report: urinary incontinence, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event I m having hysterectomy on 21st serious incident event added, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.